Manufacturer narrative:
(B)(4).

Event description:
Insulin pump was no longer in auto mode and continued to delivery basal rate per usual. Insulin pump was not over delivering.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 46 mg/dl at the time of incident. The customer was treated with eating and drinking juice for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was used the auto mode feature. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Based on customer report customer did not allege pump was over delivering. The device will not be returned for analysis.